Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, three attempts were made to contact the customer regarding the device return, but no response was received from the customer, so no further information was obtained and therefore the cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct to the initial medwatch aware date (g3). It was reported as august 01, 2023, but should be september 28, 2023.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the video system center power issue and electrical problem. There was no harm or user injury reported due to the event.